Event description:
It was reported that, after a tka surgery, the patient fell and tore part of her capsule. Once the capsule was opened it was noted that the jrny ii bcs xlpe art isrt sz 3-4-rt 13mm was not locked into the tibia and that the dovetail on the back of the insert was deformed. The jrny ii bcs xlpe art isrt sz 3-4-rt 13mm was replaced for a 15mm insert. Patient¿s current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d5, d7a, d8, g2, h8 corrected data: b5.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that the patient fell and tore part of her capsule. A revision was performed and once the capsule was opened it was noted that the insert was not locked into the tibia. The dovetail on the back of the insert was deformed. A 15mm insert was replaced. It is unknown the exact moment when the revision was performed. Patient¿s current health status is unknown.